Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reportable condition was confirmed. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was identified that the hose of the motor device was "cut, exposing the wires". The event was not related to surgery. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.